Manufacturer narrative:
Corrected data: in the initial MDR section only the year of manufacture was provided. The manufacturing site has now provided the complete date as (B)(6) 2016. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Manufacturer year 2016. The phacoemulsification machine and handpiece was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit. The fss tested the handpiece that was used at the time of the event. The fss found the suspected handpiece had 10 percent variation at 30 percent phaco power setting. The handpiece was replaced. The fss tested the additional 9 handpieces that the surgery center provided. The additional handpieces were found to be working properly. All handpieces passed and met abbott specifications. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s right operative eye. The corneal burn required intervention. A description from the surgery center indicated during the phacofragmentation phase; when performing sculpting of the crystalline core and removing the crystalline dials, the surgeon noticed a whitening of the corneal tunnel. Due to the complication, the decision was made to proceed in aspiration only which fragmentized the crystalline through chopper mode. The intraocular lens (iol) was implanted. The surgery center reported when the cataract procedure was completed, the tunnel appeared bleached but had held tight. This report is for the phacofragmentation unit. A separate report will be submitted for the handpiece